Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as per instruction from field service engineer by disconnecting the internal network of the institution. The philips field service engineer (fse) examined the system onsite and confirmed that the system failed to emit x-rays. Review of the log files shows could not access x-ray generator (buffered) via xray generation service. Upon troubleshooting, the fse checked the system and found the issue was caused by a problem with the hospital intranet. To resolve the issue, fse reconfigured the ip address. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.